Event description:
Pt had pacemaker inserted in 2009. Four days later, returned to lab as lead not working. Lead discontinued. On the next day, pacemaker again malfunctioned and generator replaced. Pacemaker still not functioning so, it was explanted two days later, and replaced with a new one.